Event description:
It was reported that this left ventricular (lv) lead was explanted due to high thresholds with no evidence of non-capture. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced during the same procedure, with no reported device issues. No additional adverse patient effects were reported. The explanted products were retained by the hospital, and will not be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.